Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding (general)') in a 38-year-old female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included menses irregular with excessive bleeding. Concurrent conditions included diabetes and heart attack. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and robot assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, cystitis, vaginal infection, urinary tract infection and vulvovaginal pain had not resolved. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted essure insertion date (B)(6) 2014. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dyspareunia, abnormal uterine bleeding, chronic female pelvic pain, menorrhagia, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality- safety evaluation of ptc(product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included menses irregular with excessive bleeding. Concurrent conditions included diabetes and heart attack. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and robot assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, cystitis, vaginal infection, urinary tract infection and vulvovaginal pain had not resolved. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted essure insertion date (B)(6)2014. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dyspareunia, abnormal uterine bleeding, chronic female pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 22-jul-2019: new pfs received: case became incident. Lot number was added. Patient demographics were added. Event injury nos replaced with pelvic pain. New events added - abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder/urinary tract/vaginal), vaginal pain, patient did not underwent essure confirmation test. Concomitant conditions and reporter were added. Fup 2 and fup 3 processed together. On 23-jul-2019: mr received: new reporter contact information was added. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.